Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer been experiencing no delivery alarms and the customer had called a few days ago and the alarms are recurring. It was stated that the customer is experiencing high blood glucose and spouse would be taking her to the doctor. It was unable to troubleshoot as the customer was not present with the insulin pump. Nothing further reported.